Event description:
It was reported that a patient underwent an incisional hernia repair procedure on (B)(6) 2012 and mesh was used. Two days following the procedure the patient felt something break. The patient was taken back to surgery where it was noted that the sutures broke through the mesh. Additional information has been requested.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The cause of the breakage could not be determined.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.